Event description:
It was reported that the right ventricular hvb coil had high impedance measurements. It was also reported that there were lead warnings for the high impedance. Further information indicates that the physician is choosing not to pursue a change in protocol at this time. The lead is still in use. It was also reported that the device had a power on reset. It was further reported that the power on reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular hvb coil had high impedance measurements. The lead is still in use. It was also reported that the device had a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory noting the potential for charge timeout events in devices near end of life, the implantable cardioverter defibrillator (ICD) was prophylactically replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ICD was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.